Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not booting into the cns application. The customer also reported that this occurred after they decided to reboot the whole system due to another issue with one of their bedsides. No patient harm was reported. Investigation summary: the primary hdd of the device was swapped out with the secondary hdd and the issue was resolved. The hard drives of the device were replaced on 07/06/2021 on a different ticket ((B)(4)) for a different rebooting issue. Based on the available information, a definitive root cause could not be identified. However, it is likely that the primary hdd of the device had failed. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use, requiring proper maintenance.

Event description:
The customer reported that their central nurse's station (cns) is not booting past the application.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not booting past the application. The customer also reported that this occurred after they decided to reboot the whole system due to another issue with one of their bedsides. No harm or injury was reported. They will be replacing the cns hdd in order to mitigate the mater. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is not booting past the application.